Manufacturer narrative:
Drive devilbiss healthcare received a voluntary medwatch mw5176833 associated with MDR 2438477-2025-00049.

Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by the end user who stated that the backrest broke while in use causing the end user to fall and hit his head. The end user had to use his broken ankle to help get up from the ground causing sores on his knee and heel. The end user also reported that two screws in his ankle broke. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.